Manufacturer narrative:
The button error alarm occurred due to moisture damage on keypad traces. No moisture damage on electronics noted. The insulin pump was received with minor scratched display window, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the (B)(4).

Event description:
It was reported the customer received a button error alarm. The customer's blood glucose was unk. The customer could not recall any significant events leading to the alarm. Customer was advised to disconnect form the insulin pump and revert to a back-up plan. No additional information is provided.